Event description:
Exhaust hose ruptured while motor being used during a craniotomy. There was a loud noise and the hose hit the neurosurgeon on the leg, but there was no injury sustained as a result. A fragment of the hose detached and was retrieved from the environment.